Manufacturer narrative:
(B)(4). Root cause was re-evaluated: the manufacturing process was reviewed and was being done correctly by all operators and as per documented procedure. The root cause is not due to a manufacturing defect as the problem could be due to the cleaning methodology by the user after multiple uses.

Event description:
The event is reported as: the customer alleges the device leaked after intubation. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. The used device was not received in the original teleflex lma packaging. The connector was observed to be clear. The device was inflated and was observed to be unable to hold inflation. The failure location was identified when the device was immersed into water while being inflated. The reported complaint was confirmed and there was a pinhole found between the joint of the inflation line and the cuff spigot which resulted in a leak. It is probable that an air bubble was present that burst during inflation and created a pinhole. Operators were made aware of the incident and reminded of the importance of following the procedures. There will be continued monitoring/trending of similar incidents to confirm if additional actions will be required.

Event description:
The event is reported as: the customer alleges the device leaked after intubation. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the device leaked after intubation. There was no patient harm reported.